Manufacturer narrative:
(B)(4). Report #9610877-2018-00004 is being submitted for the first patient involved in the event. Report #9610877-2018-00005 is being submitted for the second patient involved in the event. Report #9610877-2018-00006 is being submitted for the third patient involved in the event. Report #9610877-2018-00007 is being submitted for the fourth patient involved in the event. Report #9610877-2018-00008 is being submitted for the fifth patient involved in the event. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report from the (B)(6) regarding an event in france of cross contamination via a fiberscope (fi-18rbs serial no. (B)(4)) between 5 patients. The report received from (B)(6) stated, from (B)(6) 2017, 2 cases of pneumonia acquired lung disease under ventilator (vap) to pseudomonas aeruginosa (resistant to imipenem) and stenotrophomonas maltophilia (multi resistant), 1 case vap to pseudomonas aeruginosa (same antibiotype), 2 cases colonization in these germs. The bronchial fiberscope was removed from use on (B)(6) 2017 and antibiogram indicates a pseudomonas aeruginosa and stenotrophomonas maltophilia. In addition, the report stated the fiberscope was used from (B)(6) 2017, not used from (B)(6) 2017, re-circulated (B)(6) 2017. "Three patients out of 5 patients deceased but not attributable to vap". On (B)(6) 2018 additional information received from the hospital stated 1 patient was discharged from the hospital and the 2nd patient remains hospitalized in intensive care, unrelated to the contamination. Sampling reports provided by the hospital indicated sampling performed on the device on (B)(6) 2017 showed > 100 cfu with pseudomonas aeruginosa and stenotrophomonas maltophilia. Sampling performed on (B)(6) 2017 showed 1 cfu none pathogen viable aerobic flora. Pentax france received the device for service on (B)(6) 2018 with the request by the customer to replace the operating channel. No notice of the potential contamination was communicated to pentax at the time of the customer request. Incoming inspection of the device detected a perforated bending rubber and a crushed / buckled insertion flexible tube. The preliminary analysis was that the device was in non-operational condition. Additional information was received from the hospital which indicated the reprocessing procedures (prior to taking remedial action) do not comply with french national regulation, furthermore, they do not comply with pentax instructions for use. Remedial action taken by the hospital between (B)(6) 2017/(B)(6) 2018 was a change of the reprocessing procedure from manual to mechanical reprocessing, limiting the number of staff involved, changing the responsibilities from ICU to endoscopy, and implementing automated reprocessing instead of manual reprocessing. Sampling on the device performed by pentax on (B)(6) 2018 showed no growth. Pentax (B)(4) submitted a final report to (B)(4) on (B)(6) 2018.